Event description:
The customer reported that the system would not boot up. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dual passive backplane was evaluated and replaced. The system was tested and found to be working as intended and returned to service.